Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. The distal shaft was microscopically and visually inspected. Visual inspection revealed that the collar is separated. Microscopic inspection revealed no additional damages. No other issues were identified during the product analysis.

Event description:
It was reported that device separation occurred. A 6f guidezilla was selected for use. During the procedure, the guidezilla was inserted up to the vicinity of the anterior tibial artery entrance. There was a difficulty delivering the balloon near the arch. A 1.2mm coyote was used, and during the delivery of the upsized non-boston scientific balloon catheter, the guidezilla separated. It was subsequently collected safely with forceps. No patient complications were reported.

Event description:
It was reported that device separation occurred. A 6f guidezilla was selected for use. During the procedure, the guidezilla was inserted up to the vicinity of the anterior tibial artery entrance. There was a difficulty delivering the balloon near the arch. A 1.2mm coyote was used, and during the delivery of the upsized non-boston scientific balloon catheter, the guidezilla separated. It was subsequently collected safely with forceps. No patient complications were reported.